Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. In this case, the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. No information has been provided alleging a device malfunction occurred. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this patient expired post-implantation of this 27 mm mitral bioprosthetic valve due to cardiogenic shock, acute left ventricular failure, and hemorrhage. As reported, intra-operatively, the native mitral valve regurgitation was less than previously thought. Therefore, the patient only underwent aortic valve replacement and tricuspid valve repair. When cross-clamp was removed, the changed geometry of the aortic annulus had led to movement of the base of the anterior leaflet, resulting in poor coaptation between the anterior and posterior leaflets. The cross-clamp was re-applied and the mitral valve was replaced with this 27 mm prosthesis. The surgeon felt that they had good seating of the valve. At this point, the patient's left ventricular function was globally decreased following this second cross-clamp and technically difficulty mitral valve replacement secondary to the patient's small chest size. They allowed the patient to rest on cpb, and placed a permanent epicardial ventricular lead. The surgeon noted perivalvular leak near the base of the left atrial appendage and the cross-clamp was placed. The atrial tissue was brought to the sewing ring of the mitral valve with sutures and a CABG x1 was performed to the lad due to suspicion of possible obstruction; however, there was no subsequent return of function. ECMO was instituted, but by this time they have been on cpb for an extended period of time. The patient's tissue was very friable secondary to the inflamed state and re-do nature of the case. They were unable to obtain hemostasis to proceed with ECMO and the decision was made to close the patient and withdraw care.

Manufacturer narrative:
It was initially reported the explanted device was not returned to edwards for analysis. However, the 27mm bioprosthetic mitral heart valve was never removed from the patient as no information was provided indicating an autopsy was performed.

Manufacturer narrative:
(B)(4)